Event description:
A customer reported a cartridge alarm 20, which resulted in a high blood glucose level indicated by a "high" display. There was no adverse impact to the customer's blood glucose level. The customer managed the situation with a correction injection via multiple daily injections (mdi) and required no assistance from third parties. Although the pump was out of warranty, technical support was involved, working with a pump that was in warranty to address the issue.